Manufacturer narrative:
The manufacturer previously reported information alleging ventilator was rebooting and alarming. There was no harm or injury reported. The device was returned to the manufacturer's service center for further investigation. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board and internal battery were replaced to address the issue. Additionally, the devices front enclosure, rear enclosure, bottom enclosure and handle were found to be cracked and replaced.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was rebooting and alarming. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.